Event description:
It was reported that during lead implant procedure, the lead could not be fixed at the target position. The physician could not determine the root cause and suspected that it was possibly due to the patient¿s anatomy. The lead was not implanted and was replaced. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.